Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2010. The pt was considered to have a suitable anatomical form even though the pt's left common iliac artery was tortuous. The left common iliac artery became nearly straight when the delivery system of the iliac leg was inserted to left iliac artery. The vascular wall around the left internal iliac artery was folded and internal iliac artery bifurcation was not seen with angiography. Then the physician placed the iliac leg with pushing up to prevent occluding to the left internal iliac artery. The iliac leg grey positioner of left side was stuck with a wire guide when the physician attempted to withdraw the delivery wire. Both the delivery wire and the wire guide were withdrawn, and another wire guide and sheath were inserted for ballooning and angiography. The procedure was completed. No adverse effect was observed in the pt after the procedure.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.